Event description:
It has been reported to the co that during the procedure as the physician attempted to remove the pacing wire the valve of this device leaked and "nothing could be done to port the seal". It appears that both the pacing wire and central line were both in the same introducer therefore, it was necessary to remove these lines there was no pt injury reported.